Event description:
Cryoablation procedure was performed (B)(6) 2014. On (B)(6) 2014, the patient had a fever of approximately 38 degree celsius. An x-ray of the chest showed a shade in the right bottom pulmonary area and the patient was diagnosed with aspiration pneumonia. The duration of the patient's hospitalization was extended. Antibiotics administered and recovery of the patient condition was confirmed on (B)(6) 2014.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.